Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that her receiver did not alert her when her cgm readings were low. Pt reported that she became unconscious, due to low blood sugar, and paramedics were called. Pt was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.